Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the force bipolar instrument had an instrument collision. The surgeon was no longer able to articulate the wrist of the instrument. When the instrument was being removed, the instrument was stuck in the cannula. The instrument and cannula were removed together. Upon inspection, the instruments wrist was misaligned and could not be removed from the cannula. They had to break the instrument shaft above the wrist to be able to remove it from the cannula. No fragments identified in patient and surgeon was able to complete procedure successfully and safely. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that the procedure was completed with a backup, and they are not able to return the instrument because it was discarded.

Manufacturer narrative:
The force bipolar instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the jaw dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator (mtm) activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.